Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-05-05 reporting since the replacement procedure there were more open circuits that showed up when the impedances were checked. There were some viable contacts. All impedances were out of range except for electrodes 3, 4, 5, and 7. It was reported that the patient was programmed in those electrodes and they had full coverage. When a combination of those viable contacts was used, the patient was getting full coverage. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient¿s battery was replaced. The patient had good coverage, but multiple impedance values were out of range. The out of range impedance values with the new battery were on electrodes 2, 6, 8, 9, and 13 which was the same as the old battery. The physician replaced the battery but elected not to replace the lead. The patient was not using any of the contacts that were out of range. There were no environmental/external/patient factors reported that may have led or contributed to the issue. The issue was not resolved as of (B)(6) 2017, but no surgical intervention occurred or was planned. The patient was alive with no injury. Chronic pain was noted as patient medical history. Refer to manufacturer report #3004209178-2013-03918 for the report of the impedance issue with the patient¿s previous ins.